Manufacturer narrative:
Unit received with blank white display due to corroded electronic assemblies. Unable to perform functional testing including selftest, sleep current measurement, active current measurement or displacement test due to display anomaly. Unit received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads.

Event description:
It was reported that their insulin pump was damaged. The customer¿s blood glucose level was unknown. There a crack on back of the insulin pump by belt clip. Troubleshooting was performed for damage. The customer was advised that the insulin pump will need to be replaced discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.